Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided by the customer.

Event description:
The customer reported a compatibility issue with pcea tubing causing occlusion alarms issues resulting in the device to "stop flow". It was that "if the patient receives a bolus (patient administered), the pump registers a blockage and flow stops." Although requested there are no additional details provided at this time. The customer did not indicate any patient harm.